Manufacturer narrative:
(B)(4). G2: foreign ¿ spain. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the shell inserter has a damaged thread. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ spain. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the shell inserter is broken. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Thread damage on shaft and inserter could not be confirmed with the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.